Event description:
Facility alleges pt injured his head against the wall after chair gave up and tilted backwards. Pt was lying in the t-berg position before incident. Pt reported to be stable. (No bleeding).